Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance from emergency medical technicians due to a low blood glucose (bg) level (value not provided). The customer declined troubleshooting with tandem technical support, or to provide additional information.